Event description:
Reportedly, on (B)(6) 2019, the status led of the subject home monitor remains in orange and two progressions lights were lighting up. The patient reconnected the home monitor and performed a reset. Then, the home monitor was turned on again, but the progression lights did not light up. On (B)(6) 2019, the associated wirex was installed closed to the window of the room and it was observed that one of the progression lights was lighting up. Once the wirex was moved to a more suitable place, a transmission attempt was performed with the home monitor without success. A new home monitor and wirex were installed at the patient¿s address. It was observed that two of the progressions lights of the new home monitor were lighting up, and a successful transmission could be performed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the status led of the subject home monitor remains in orange and two progressions lights were lighting up. The patient reconnected the home monitor and performed a reset. Then, the home monitor was turned on again, but the progression lights did not light up. On (B)(6) 2019, the associated wirex was installed closed to the window of the room and it was observed that one of the progression lights was lighting up. Once the wirex was moved to a more suitable place, a transmission attempt was performed with the home monitor without success. A new home monitor and wirex were installed at the patient¿s address. It was observed that two of the progressions lights of the new home monitor were lighting up, and a successful transmission could be performed.